Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens on (B)(6) 2009. The surgeon noticed lens tear after lens was inserted into the eye. The lens was removed in two pieces. No pt injury. The backup lens was implanted. Reporter stated this incident was due to loading error. The lens was discarded.

Manufacturer narrative:
(B)(4): (other) lens was discarded. Evaluation: lens work order search. Results (other): a lens work order search was performed, and no similar complaints were found within the work order. (B)(4).